Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device powered off unexpectedly, and then began continuously rebooting by itself. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The reporter advised that the patient was placed on their other ventilator for support.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.